Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100697009. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100651738. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion, burning, hematuria and chronic dysuria. The aus was explanted and replaced. There were no additional patient complications reported.